Event description:
It was reported to philips that the system was unable to boot, stalling at 00:00. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use at the time of the event. The customer was performing a planned vascular treatment which was completed as planned on another system. The philips field service engineer (fse) inspected the system onsite and found that the system was unable to boot up. Analysis of the log file showed a malfunctioning flex vision pc. The host-pc could not connect to the flex vision-pc. Upon troubleshooting, the fse restarted the flex vision computer, which initially stalled at 00:00 before successfully booting. During this time, the control room monitor went blank because the flex vision computer failed to start properly. The customer also reported a touchscreen (tsm) issue from the previous day, where programmed screens could not be changed. This was found to be related to the flex vision computer. The issue was temporarily resolved by reseating all cables and the power plug at the back of the computer and rebooting the system. But there was a recurrence; to resolve the issue permanently, the fse replaced the flex vision pc. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact was corrected.